Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the guidewire was not returned with the lead. Visual inspection found the guidewire¿s hydrophilic coating adhered to the coil filers, and the lead coil filers appeared twist/uneven winding but not distorted. According to the finding results, it is likely that the competitor guidewire was used and not returned. However, guidewire insertion test was performed. This manufacturers guidewire sample was used to perform test. The guidewire passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the left ventricular (lv) lead dislodged due to the force needed to remove a guide wire from the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.